Manufacturer narrative:
On (B)(6) 2015 the medical affairs director made the following analysis: loosening of this very reliable cementless stem after 3,5 years. This patient had extremely thick cortical bone, a significant femoral recurvatum, and the decision made was to implant a relatively small-size stem. The cup appears to be in a slightly horizontal orientation. This is a typical dorr-type a femur which requires a lot of preparation in the canal for a proper sitting of the press fit stem. The loosening began to appear radiographically in the proximal area and probably the stem became painful and required revision. Root cause should be ascribed to idiopathic loosening, because here is no evidence of anything different. Batch review performed on (B)(6) 2015: lot 114316: (B)(4) items manufactured and released on (B)(6) 2012. Expiration date: 2016-11-30. No anomalies found related to the problem. To date, all the items of the same lot have been already sold without any similar reported event. On (B)(6) 2015 it was communicated that the revision was performed and that the explants will be shipped back for analysis. Not received yet.

Event description:
Early loosening of stem; revision surgery is necessary and it is planned for (B)(6).

Manufacturer narrative:
Additional information received on 15 dec 2015 included: the revision surgery, made on (B)(6) 2015, was completed successfully. On (B)(6), the r&d project manager analysed the returned implant. Observing the femoral stem no particular sign can be noted, except on the neck: such signs was probably caused during the removal phase. The ha on the surface of the stem is reabsorbed. Few bones can be seen on the stem surface. It is not possible from the inspection of the implants determine the root cause of the event.

Manufacturer narrative:
On 19 january 2016, it was prepared a final report with the information already submitted in the previous reports. On the same date, the report was sent to the initial reporter and the case was closed.